Event description:
Converted from abbott to baxter standard gravity tubing on 12/98. "Baxter's IV extension tubing y-site upper rubber sleeve stopper is popping out during flushes. The lower rubber sleeve stopper bubbles out and becomes distorted when the upper site is flushed. Also the y-site plastic shrink band is tearing loose." Utilized with a bd safety guard. No patient compromise reported.